Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the device, could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, introduction,¿ lists other neurological event (not stroke-related) as a potential adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," lists neurological dysfunction as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive and drooling by a nurse. A computerized tomography (CT) scan was immediately performed and results were negative for an acute cerebrovascular accident (cva). An electroencephalography (eeg) showed seizures; the patient was placed on intravenous versed. A second CT scan was ordered but results were not provided. No additional information provided.